Manufacturer narrative:
Pump unable to prime during the prime/delivery test and compromised force sensor system alarm during prime/delivery test at 4 lbs. Due to faulty back pressure sensor (gold). Pump received with cracked case at display window corners, reservoir tube, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer reported that the device continued to deliver insulin and would not exit the fill tubing screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.